Event description:
Unsolicited: pt reported pump malfunction. Her current cadd solis pump just gave her error message with downstream occlusion. It was beeping for couple minutes then working again then repeated. It been like this for couple days. Pump is currently infusing. It also happened before with her other pump so she switched to this pump and now this pump is giving her issue so she is going to switch back to other pump. Unknown if pt reported prior experience. Serial numbers and maintenance due date for pumps: unknown. Pt reports that there is no kinks, tubing clamp is opened, extension tubing set is placed correctly, not backwards. Pt already changed tubing three times this week. Event is for two pumps. Pump return tracking information is not available. Photographs were not provided. Position of pumps when alarms occurred are unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issues cause or contribute to pt or clinical injury? No; are the actual devices available to be returned for investigation? Yes; did we[MFR] replace the devices? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. No further info or specific dates unk. Reported to (B)(6) by pt/caregiver. Ref report: mw5157257.